Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the pump history indicated call service 88 alarms occurred on the date of the reported event. During testing, the pump powered on appropriately and was exercised for 24 hours without any alarms occurring. Unrelated to the complaint, the display screen was noted to be dim with a red hue. Also unrelated to the complaint, the pump casing was noted to be cracked at the top corner of the display; when the pump was opened, moisture damage was observed on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging several call service alarms over the course of 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.